Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician attempted to deploy two cook endoscopy zilver 635 biliary self-expanding metal stents to complete a double stent placement. Both stent systems were advanced into position over two pre-positioned cook endoscopy tracer hybrid wire guides. One of the metal stents partially deployed from the delivery system while inside the bile duct. The deployed section of the stent was reported to be approximately half of the stent (4cm of the 8cm stent). The partially deployed stent and delivery system were removed from the patent and another stent was placed. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Information provided indicated two stent delivery systems were to be used to perform a double stenting procedure. Therefore, both stent delivery systems were located inside the accessory channel of the endoscope at the same time. The user indicated resistance was encountered when advancing the stent delivery system into position. An application of excessive pressure could have contributed to partial deployment of the stent, as reported. Information provided indicated the partially deployed stent was removed from the patient's body. The instructions for use contain the following warning: "this stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered to be a permanent implant." The information provided indicated the patent did not experience any adverse effects due to this reported occurrence. Prior to distribution, all zilver 635 biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (cprn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This reported observation represents an unusual occurrence. The likelihood of this type of report is rare. Customer quality assurance will continue to monitor for complaint trends.